Event description:
It was reported that the patient had difficulty getting ipg to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago based on the date the manufacturer became aware of the event.